Event description:
Pt started on insulin drip per protocol and discovered defective abbott (blue) intravenous pump. Pt was receiving bolus of insulin drip and jump set on 1 cc/hr with no alarms. Approx 20 cc infused in tubing.